Event description:
It was reported a patient received inappropriate hv therapy for an a fib with rvr rhythm. Diagnostics revealed the rhythm was detected in the vt-1 zone and both morphology and interval stability discriminators scored as vt. The patient has r-wave variability and that interval stability delta is already programmed to the lowest available programming setting. Adjusting the discrimination from dual chamber to ventricular only and adjusting the detection rate were recommended. No further information is available.

Manufacturer narrative:
(B)(4).